Event description:
The physician noted that the pt had pain in the left arm the day after treatment with cosmoderm in the glabellar. After a touch-up in the glabellar one month after the first treatment with the remainder of the syringe of cosmoderm, the physician noted the pt had pain in the right arm one day after treatment. The pt has since been diagnosed with rheumatoid arthritis. The event is being reported in good faith based on understanding with FDA that specified autoimmune diseases will be reported without regard to causality.

Manufacturer narrative:
Device evaluation summary below: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint. If you have any questions, please feel free to contact us.